Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 11/08/2007 to present date 01/12/2021, and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA (B)(4) for pressure sensor. CAPA (B)(4) for ail sensor. CAPA (B)(4) for bezel fluid ingress.

Event description:
The customer reported the device had an alarm -error codes / messages. No patient involvement.